Event description:
Customer received a result of hi (greater than 33.3 mmol/l) on the mobile system and injected 2-3 units of novorapid insulin. Sometime later (amount of time is unspecified), the customer tested 27.2 mmol/l and injected 4-6 units of novorapid. Around 14:30 he tested hi again; no actions taken based on this device result. The customer was driving between 13:00 and 14:30 and parked his car after 14:30. The customer said he must have lost consciousness around 14:50 and woke up as his friend found him. Police and paramedics were next to him around 16:55. The customer said the paramedics treated him with intravenous glucose. The customer tested 2.2 mmol/l on the paramedic's meter. The paramedics then treated him with some medical paste; the result was 3.4 mmol/l. The customer was taken to the hospital and released 3 hours later. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty cassette was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.